Event description:
Follow up findings with the surgeon's office confirmed the pt had the lap-band removed and replaced with another lap-band.

Event description:
Reported as "no restriction or little with fill, device viewed under fluoro with contrast. Barium study noted contrast collected in one portion of the band in an aneurysm looking fashion".